Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and pass. Receiver boot test was performed and fail due to receiver perpetually rebooting. A receiver log nor a receiver functional test was perform due to receiver perpetually rebooting. Interior test was performed and passed. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.